Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect from their implantable neurostimulator (ins). It was noted that the patient (who was a nurse) could tell when their therapy was on because they felt an ¿occasional shock sensation¿ and had not felt that sensation in about 2 weeks (was not sure that the therapy was on). The patient stated that they had a return of their symptoms in the past month. It was reported that the patient had ¿other health issues¿ that could be the cause of the issues. The patient stated that about 6 weeks ago they were ¿septic¿ and had been on antibiotics for 3 weeks and noted that this could have caused their symptoms but wanted to rule out the ins device therapy as a cause. It was clarified that the patient had a septic knee joint prior to being septic 6 weeks ago and that they had been on and off antibiotics since january 2014. It was noted that the patient¿s doctor was one and a half hours away and needed a referral to see them and requested that the local manufacturer¿s representative be contacted to check their device. (Note: update to call on (B)(4) 2014 by pss noted not to include the comment of ¿pt states she has had a ton of nausea over the past month¿. Therefore, this was not coded for). Follow up information received 3 days later reported that a programmer unit was sent to the manufacturer¿s representative to interrogate the patient¿s device. It was offered to overnight ship the programmer but the patient stated that ¿it is not an emergency situation¿. It was noted that the representative should have the programmer by monday and was going to meet with the patient next week to interrogate their device. It was also reported that the patient is a nurse and that they had ¿many other things going on¿. It was confirmed that the patient is septic and has been on many IV antibiotics. Further follow up information received on (B)(4) 2014 reported that patient did not need to have their device interrogated and that they could feel the stimulation which confirmed to the patient that the ins device was working. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).